Manufacturer narrative:
Internal complaint reference (B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was performed on the device. The device was delayed in it¿s pressurization. The piston migration was at 1.2 inches. The complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during total shoulder procedure the spider 2 tenet 7615 was wear and tear. The procedure was finished with a smith and nephew backup device. No surgical delay. Unknown when the incident occurred. Patient injuries were not reported. Results of investigation have concluded that this unit was delayed in its pressurization due to a oil leakage/seal problem which makes it a reportable event.